Event description:
Hospital lights flickered and family member called staff to patient's room and reported that the ventilator not working. Respiratory therapist found ventilator completely shut down and the screen black. Patient was "bagged" until a second ventilator was set up for the pt. The avea ventilators are kept plugged into an ac outlet at all times. The batteries are changed every two years as per OEM maintenance requirements and the batteries on the reported device were last changed september 2010. ======================manufacturer response for ventilator, (per site reporter)======================original equipment manufacturer (OEM) was contacted and performed a complete diagnostic test of equipment. Found the battery had a maximun run time of 20 minutes. No other failures noted. The avea battery was replaced and the unit checked out per OEM specifications.